Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via phone stated that the oral-b brush head kept falling/coming off. No injury was reported.

Event description:
Consumer via phone stated that the oral-b brush head kept falling/coming off. No injury was reported.

Manufacturer narrative:
04-mar-2022 concomitant product investigation results: concomitant product return was received and investigated. Concomitant product investigation results showed that complaint was caused by disassembly of handle bottom and further a charging coil disconnection.